Event description:
Acct. Reports they have had at least 12 incidents of leaking of the stopcocks. States that the stopcock leaks immediately upon using and the nurse just keeps trying new ones until she finds one that doesn't leak. States they run all kinds of fluid through the stopcocks, as it is a trauma intensive care unit and the nurses are all experienced in using stopcocks. No pt injuries have occurred, but the nurses are very frustrated.